Event description:
It was alleged that the pump shut down during use on a pt. It was noted that the pump alarmed with "207" and when the nurse was attempting to switch the tubing to a different channel, the pump shut down. No pt consequence was reported.